Event description:
Related manufacturer reference number: 2017865-2022-06751. Related manufacturer reference number: 2017865-2022-06752. It was reported that the patient presented with noise oversensing on the pulse generator and lead noise on the atrial and right ventricular leads. The device and leads were explanted. Additional information was requested, but not received.